Manufacturer narrative:
Unit passed the displacement test and self-test. The history was download successfully using thus software. No damage in the keypad assembly noted. The long trace history file confirm pump error 23 alarm on 03/11/2024 00:53:10:000 pm due to software error. Unit received with fading serial number label. The unit p-cap / test reservoir locks in place properly. Unit was confirmed pump error 23 alarm due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, no current code/category. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7040a, mmt-7040a. Customer reported receiving pump error 23. Customer was able to clear alarm and does not receive request for rewind. Customer reported pump error 23 reoccurred. Pump was not recently placed in storage mode or without a battery for > 8 hours. No harm requiring medical intervention was reported. The customer will discontinue the use of the mmt-1884. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-7040a. No product return is required for mmt-7040a.